Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a surgery for distal tibia. On an unknown date, the surgeon found that one screw had been broken. On (B)(6) 2020, the patient underwent a removal surgery due to the screw breakage. During the surgery, the surgeon found that the other 2screws had been broken. The total of the broken screws was 3. The fragments of the screws remained in the patient. The patient outcome was unknown. Surgeon later stated that the halo reamer¿s fragments may be remain in patient. Bone union was confirmed. The first surgery date was about a year ago. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity # 1). This complaint involves three (3) devices. This is 3 of 3 for report (B)(4). Related product complaint: (B)(4).